Manufacturer narrative:
Carefusion complaint number: (B)(4). (B)(4). Results of investigation: this unit was field serviced by a carefusion authorized service technician. The service technician was able to verify the customer's reported issue during testing and evaluation. The service technician replaced the flow valve to address the reported issue.

Event description:
It was reported to carefusion that the unit was delivering a higher tidal volume than expected. There was no patient involvement associated with this complaint.